Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation of the report of dull blades; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot record reviews could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing.  Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the knife provided in the custom pak is dull and looks worn. Patient involvement and procedure details are unknown at this time. Additional information received indicated the knife was dull and when compared to stand alone blades it looked different. The blade in use was removed from the filed and a new was opened. The procedure was completed with no harm to the patient. No sample is available.